Event description:
It was reported that during an anterior resection, the device did not staple. A suture was used to stitch the rectal stump and an end to end anastamosis performed. There was no reported patient consequence.